Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there was enough evidence to support that device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Three additional complaints were noted for devices sterilized under the sterilization run, however it was unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of jul/2018 through jun/2020, two outliers were noted in (B)(6) 2018 and (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between records involved. It was identified that a primary packaging operator involved in more than one occasion in the process, however the person was trained in the corresponding procedure. Also, it was found that a sealer and a sterilizer involved in more than one occasion on those processes, however calibrations, maintenance, and the validation processes of these equipment involved were reviewed determined that they were performed on time and met specifications. In addition, all the records involved in the current month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, no corrective action is deemed necessary at time of investigation. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Patient reported right side "pain and discomfort" and " infection". Healthcare professional also reported "asymmetry"; this is not device related. Patient also reported "autoimmune disease", "uv-it is", and "cancer"; these are not device related. Device has been explanted.